Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting lower back aches and the issue began probably the end of november. Patient stated they took a nasty fall and it took them a year to get back on their feet but they started to go back to doing standing up and doing craft work. Patient noted they had group a for legs and group b for their middle and c for their upper. Patient turned to group b thinking it would help their back ache but their intestines were stimulated. Patient tried group b again and got the same results. Patient went to their hcp and hcp provided the representative's phone number. Patient lost the representative's phone number. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed/provided national answering service phone number.